Event description:
It was reported that the patient management database application had a different longevity estimate for an implanted device than the programmer. The issue was escalated for further investigation and it was determined that the programmer's software needed to be updated. The application and programmer remain in use. There was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.